Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade IV.

Event description:
Patient reported, a right side "pain, rupture and swelling". Device remains implanted.

Event description:
Patient later reproted reported "pain, swelling and liquid accumulation". Device was explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported capsular contracture, baker grade IV.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Edema-breast: unable to observe since it is not related to the device. Rupture- breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture- breast: unable to observe since it is not related to the device. Anxiety - product/ procedure- breast: unable to observe since it is not related to the device. Use error-breast: unable to observe since it is not related to the device. Seroma-breast: unable to observe since it is not related to the device. Depression-breast: unable to observe since it is not related to the device. Crease/ folding of implant- breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, h3, h6.